Event description:
It was reported that the lead alert triggered, and the lead exhibited high impedances on the superior vena cava (svc) coil. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 03:00:06. Weekly hv-lead impedance trend data shows an abrupt increase for max svcdefib impedance = 52 to 144 ohms peak between (B)(6)-2012.